Event description:
A healthcare provider reported blood glucose results of 57 mg/dl with a lifescan meter and 89 mg/dl on a lab device for the first pt, 120 mg/dl with lifescan meter and 74 mg/dl on a lab device with the 2nd pt; 154 mg/dl with lifescan meter and 96 mg/dl on a lab device with the 3rd pt; and 260 mg/dl with lifescan meter and 183 mg/dl on a lab device with the 4th pt performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy.